Event description:
Customer reported that a 6ml syringe (part #: rf-t15) was received discolored (yellow) and with loose plungers. The issue was discovered at incoming inspection and did not involve a patient.